Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump does not beep at all. The customer's blood glucose was unknown at the time of incident. Self test was not able to be performed. Customer was advised that the pump will need to be replaced. Advised to revert to backup plan per health care professional. The insulin pump will be returned for analysis.